Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's tinnitus reportedly resolved. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. Revision surgery is scheduled.